Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: (B)(6) 2016. Evaluation of the incident electrode confirmed the insulation was damaged. The electrode failed high voltage breakdown testing. Although the exact cause of the insulation damage cannot be determined, similar damage has occurred with the use of guiding needles.

Manufacturer narrative:
(B)(4). Date of initial report: 02/25/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported the electrode was used with a metal guiding needle to ablate hcc/s2 without incident for the first ablation. When they started to ablate hcc/s8, steam was observed coming out from the electrode shaft through echo image. The ablation was confirmed to be complete. A 1st degree burn occurred on peritoneal membrane near s8. The patient is under observation. Treatment, if any, was not reported. Covidien's initial evaluation of the incident electrode found voids in the insulation. The needle failed hi-pot testing.